Event description:
It was reported that the patient experienced a hypoglycemic event while using the ilet, with blood glucose decreasing to 55 mg/dl and then stabilizing after oral carbohydrate intake and guidance to avoid meal announcements during downward trends. Symptoms included low blood glucose without loss of consciousness, dizziness, or need for assistance, and no medical intervention was required. Outcomes included successful self-treatment with juice and sports drink, receipt of device low alerts, and recovery to 71 mg/dl with monitoring and education provided, as well as referral for additional device training. Investigation included review of synced report logs and real-time coaching on management during downward trends. Investigation of this case revealed no device malfunction and suggested user technique and timing of meal announcements during active downward trends as a likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.